Event description:
The customer reported a clear fluid leak of approximately 25 ml from the coulter lh 750 hematology analyzer. The customer indicated that the leak appeared to be diluent and fluid leaked onto the counter but the customer could not identify the source of the leak. The customer stated that the leak was noticed after replacing the diluent and priming the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer shutdown the instrument pending service.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered diluent out errors along with the leak at the rear of the instrument. The fse found a pin hole in a tubing at the sheath tank (vc15) and proceeded to replace the tubing to resolve the leak. Failure mode of the leak is attributed to a pin hole at the sheath tank tubing. (B)(4).